Manufacturer narrative:
Device received with blank display due to complete broken battery tube threads, complete broken reservoir tube lip, missing reservoir tube o-ring and broken belt clip slot noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir ring was cracked and broken. The screen of the insulin pump was also cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.